Manufacturer narrative:
Corrected information has been provided in d1 brand name. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the inability to recognize the purge disc on ic8038 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
D2: corrected the common device name and pro-code. D6b: updated explant date. D9: updated devices return status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The ICU staff reported concerns regarding purge system performance. Specifically, purge flows decreased from a baseline of 12¿13 ml/hr to 4.5 ml/hr, while purge pressures increased from a baseline of 450¿550 mmhg to approximately 1000 mmhg. No kinks or tubing issues were identified. The customer initiated tpa through the purge system and considered switching the purge additive from bicarbonate to heparin. Later the same day, during a purge cassette change, the console screen failed to advance past the ¿click in purge disc¿ step on page 4. Attempts with a new purge cassette were unsuccessful, as the purge disc was not recognized. A console swap was performed, after which the pump and purge system functioned normally. The patient remained on stable at time of reporting. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.